Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was outside of clinical use at the time of the reported event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot up. A review of the system logfile confirmed the reported malfunction. The philips field service engineer (fse) visited onsite and upon functional testing, the fse confirmed no power to ts or geo pc and found f12 fuse was defective. The fse replaced the fuse, but the issue persisted. The fse determined that the geometry ipc caused fuse f12 to be defective from the power unit. The fse replaced the geometry pc and downloaded software, however got several geo errors. The fse found extension board1 post (power on self-test) failure and missing 24v. After reboot the system showed the c-arm beam test failed. The fse determined that the power supply and clea extension board1 also need replacement. The defective parts, geo ipc and clea extension board 1 were returned for analysis. The defective geo ipc showed error in the power supply unit (psu), whereas the clea extension board 1 showed post (power on self-test) error. To resolve the reported issue, the fse replaced clea extension board1 and power supply. After replacement of geometry pc, clea extension board1 and power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.